Event description:
Arjo lift was used in ICU and failed during use. Patient was in up position. Spare battery was then obtained, but did not work. Spare battery had not been charged. Patient was released manually from the lift straps. A recommended improvement in this technology is to have an available power cord to allow operation on ac power. This might prevent future failures with a manufacturer modification or option.